Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report receiving a shock during surgery to place a stent. A follow up with the patient¿s healthcare provider yielded that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing noise from the electrocautery and was not associated with any arrhythmia. The rv lead remains in use. No further patient complications have been reported as a result of this event.